Event description:
The shutter intermittently did not close completely thus exposing the doctor and assistant. The doctor reported that this malfunction had happened several times over the past few months. There were no reported injuries.